Event description:
It was reported to philips that during periodic maintenance, the device gave the error message check vent: proximal pressure sensor auto-zero failed" (diagnosis code 110b). There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance. There was no delay to therapy. The philips service engineer (se) observed the issue. Following the evaluation of the device, the se replaced solenoid valves 3 and 4 to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The solenoids 3 and 4 were returned to failure investigation for analysis. The customer complaint was not verified; the returned parts passed all testing. There was no fault found.